Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device experienced air in the peritoneum. It was reported that due to the event, the pt went to the emergency room. The amount of air was not specified. It was not reported at what stage of pd therapy this occurred (no further detail was provided). The treatment and pt outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the sample was not returned, a device evaluation cannot be performed; therefore the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.